Manufacturer narrative:
A review of customer provided image and video was performed by an intuitive surgical inc., (isi) regulatory post market surveillance analyst. Following information was provided: the image was consistent with complaint of broken cable. Intuitive surgical, inc. (Isi) did receive the 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and it was found to have a broken grip cable at distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was unable to close 8mm monopolar curved scissors (mcs) instrument. After inspection, it was observed to have a broken cable. The procedure was completed with no reported injury.